Event description:
On 5/8/2025, an arthrex subsidiary employee reported via email that an ar-2326bcc biocomposite swivelock eyelet rotated simultaneously with the anchor during insertion. As a result, the sutures became entangled in the screw, rendering it unusable. The case was successfully completed using another ar-2326bcc biocomposite swivelock. This issue was initially discovered during a procedure on (B)(6) 2025. Additional information requested on 5/29/2025.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
Additional information: this was discovered during an ac internalbrace procedure. Nothing broke in the patient, and the case was not delayed.

Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6. One unpackaged ar-2326bcc swivelock®, batch 15352660, was received for investigation. Visual inspection noted that the anchor and eyelet were still intact. The sutures were not returned for evaluation. The anchor and eyelet exhibited slight surface damage. The method used to prepare the bone, as well as the bone quality encountered during the procedure, were not provided. The most likely cause can be attributed misuse due to improper bone preparation; misaligned insertion; or prying/leveraging the device during insertion.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including improper bone preparation and incorrect surgical technique during device application. These factors may have contributed to the malfunction or compromised the integrity of the implant during the procedure. The complaint allegation cannot be confirmed. The customer's attached picture does not provide evidence of the device's malfunction.